Event description:
It was reported that during a dialysis catheter placement procedure, the stylet allegedly remained in place at the end of the procedure. It was further reported that the arterial side port allegedly would not flow correctly. Reportedly, on discovering, the stylet was pulled and the line was flushed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported flushing difficulty as no objective evidence was provided for review. However, the investigation is confirmed for the reported improper procedure as the report of the stylet left in during the procedure was performed against the IFU. This complaint is therefore designated as use-related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Note that the customer described that the stylet remained in place at the end of the procedure. See the following from the IFU: "stylet is intended for use over a guidewire to aid in placement. Inserting the stylet into the venotomy without tracking over a guidewire could result in vessel damage including perforation. Failure to retract the stylet when inserting the tunneler into the catheter tip can result in damage to the stylet". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the stylet allegedly remained in place at the end of the procedure. It was further reported that the arterial side port allegedly would not flow correctly. Reportedly, on discovering, the stylet was pulled and the line was flushed. There was no reported patient injury.